Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber as the case was finished by the physician. No patient injury was reported. The device was not returned for evaluation.